Event description:
It was reported that corrosion is noted on the battery housing. The battery must be changed weekly. The insulin pump alarms battery out limit. The blood glucose reading is 186 mg/dl. Customer has requested a replacement insulin pump. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with corroded battery tube. The unit was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.